Event description:
The facility representative reported a fail code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. Details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention.